Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during the manual priming process. The alarm had occurred only once. The insulin pump had not been dropped or exposed to magnetic field. The rewind process was done correctly. The drive support cap was normal. The customer had changed the infusion set. The insulin pump worked properly and it passed the displacement verification test, manual prime test, and the fixed prime test. The customer was advised to monitor the device and if the alarm would reoccur, then the customer should revert to a backup plan. The customer's blood glucose was 83 mg/dl. Nothing further was reported.